Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Device remains implanted.

Event description:
It was reported a patient enrolled in a clinical study underwent an initial right knee arthroplasty on (B)(6) 2012. Subsequently, the patient underwent a manipulation under anesthesia on (B)(6) 2012 due to limited range of motion. The patient underwent further manipulations under anesthesia on (B)(6) 2012 and (B)(6) 2013. The patient reported continued pain and discomfort on (B)(6) 2015.